Manufacturer narrative:
The tip was received and visually inspected. The tip did have burn marks on the sides of the treatment tip, however we are unable to determine what caused the burn marks. The investigation is ongoing.

Event description:
At the beginning of a fraxel treatment to the face a spark emitted from the tip. The patient was not injured.

Manufacturer narrative:
The product used in this event was misidentified. It is not a thermage cpt handpiece, it is fraxel re: store dual laser system. The issue reported does not meet the reportable event criteria for this product.